Manufacturer narrative:
(B)(4). Visual examination of the returned device found that the distal pierced hole torn; this last condition displaced the cutting wire. Also, the working length was found to be twisted at the distal section. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length at the distal section. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic sphincterotomy (est) procedure. According to the complainant, during introduction, it was noticed that the cut wire was oriented in the wrong direction. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.